Event description:
It was reported that shortly after placement, the syringe valve came off from foley catheter.

Manufacturer narrative:
The reported event was confirmed cause unknown received (4) photo samples. The first photo was a top view of the two way catheter with return syringe and drainage bag. The second photo was a zoomed in view of the bifurcation site where the inflation cap was disconnected from valve. The third photo was of the disconnected inflation cap with batch # ngju0237 and pcn 2758j14. The fourth photo was of the tray labeling with batch# mykn3237. Visual evaluation of the returned sample noted one opened (without original packaging), drainage bag with all-silicone foley catheter and sample port connector. Visual inspection of the sample noted the inflation cap/inflation port was broken/disconnected from the inflation arm on the returned sample. This does not meet specification per ip7601621, revision 19 which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm". The labeling is found to be adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are required at this time. Correction: d,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that shortly after placement, the syringe valve came off from foley catheter.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.